Event description:
It was reported the patient met with the sjm representative and reported she had pain around the ipg site. It was reported this was a new pain. Reprogramming was attempted to cover the soreness. Follow up identified all pain areas were covered with reprogramming; however, the ipg pocket had soreness.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.